Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18.the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01949 addresses the other device. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, the clip was placed on the duodenal tissue, but failed to release from the catheter. A second resolution clip device was used, but the same issue recurred; the clip failed to release from the catheter. In both cases, the clips remained attached to their delivery catheters and were removed without causing tissue damage or bleeding. The case was completed with additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.